Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to failure of tower door. A field service engineer replaced two physically damaged tower doors to address the problem. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system tower 2, drawer 3 door broke off. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.